Event description:
The facility reported an incident in which the secondary medication mini-bag appears to have back flowed into the primary solution bag. The secondary medication mini-bag of kcl was to infuse at 100ml/hr. The nurse stated that when she reentered the room, the medication had fully infused after 10 minutes. The nurse also stated that she does not remember noticing if fully infused after 10 minutes. The nurse also stated that she does not remember noticing if the fluid level in the drip chamber had risen or not. There was no patient injury or medical intervention necessary per the hospital representative. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.